Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that the programmer screen lost color and was unable to display device information during a session with a patient. The programmer was not used and another one had to be used to complete the session. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported by a sales representative (sr) that the programmer screen lost color and was unable to display device information during a session with a patient. The programmer was not used and another one had to be used to complete the session. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer screen lost color and it was no longer possible to see device displays and therefore the display was replaced. Analysis also found the printer drawer damaged, and it was replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.